Event description:
It was reported that, "pt had surgery in (B)(6) 2005. The pain never stopped. Can no longer get around or work. Found fluid on his knee, which was drawn out of his knee. Dr keeps saying that the pain is due to his back, does not find anything wrong with the knee itself."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to he device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.